Event description:
The patient reported their bottom incision near the coil was leaking. Antibiotics were prescribed and the patient was advised to keep the incision covered until their follow-up appointment. On (B)(6) 2024 the wound was still not closing and additional antibiotics were prescribed. During a follow-up appointment on (B)(6) 2024, the physician was pleased with the healing and the redness and swelling was gone. There are currently no plans to remove the neurostimulator and the patient will send a picture of the wound to track the progress.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, picking or touching the wound, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, the patient has very fragile skin with poor skin integrity as the skin broke when trying to suture to the fascia causing the skin to not close properly. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has very fragile skin with poor skin integrity (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.